Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is not shifting. As stated on the repair statement additional malfunction on this device: on/off switch has no alarm/broken button.

Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.